Event description:
Per the report received from germany, edwards received notification of pascal procedure in mitral position. During the procedure, air was introduced into the patient who experienced st-elevation and hypotension. Pascal ace device preparation and insertion into the gs was done accordance with the IFU. This was followed by a drop in blood pressure and ECG changes. Air was introduced into the patient who experienced st-elevation and hypotension. IV medication(inotropes) was required to stabilize patient. Two pascal ace were implanted with good outcome and no further complications.

Manufacturer narrative:
E1: telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.